Event description:
It was reported that ¿during the emergency intubation of a patient, the cuff of a probe turned out to have a hole. The cuff could therefore not be inflated. This defect led to the change of probe. The doctor indicates that the insertion of the defective probe did not pose any difficulties, the probe did not touch the patient's teeth (no bite on the probe). There was patient involvement, but no consequences for the patient, apart from a delay in intubation induced by the change of probe.

Manufacturer narrative:
H3: other; device not returned to manufacturer. No product or photos were received therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.